Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Refer to the eval summary attached below for the results of the engineering eval. The root cause of the event could not be determined. Eval summary - the device was returned for eval. During the engineering investigation, the flush tube was confirmed to be pulled out of the body of the valve. However, the root cause of the event could not be determined with the currently available info. This event was reported under voluntary medwatch # (B)(4) 2010. The user facility: (B)(6) 2010. Brand name: impella 5.0 pump. (B)(6).

Event description:
It was reported that on (B)(6) 2012, the pt was admitted for management of decompensated ischemic cardiomyopathy. An abiomed 5.0 impella was used to treat the pt in conjunction with a gore dryseal sheath. The sheath reportedly remained inside the pt for a extended period of time after the pt underwent the procedure. According to the hospital, the pt was reportedly taken to surgery on (B)(6) 2012 to treat an acute hemorrhage from the impella device. As reported, the flush port of the gore dryseal sheath appeared to be fractured. The impella device was reportedly removed from the pt. No further info is available.